Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer reported being asymptomatic and was unable to self-treat. An hcp administered 12 units of insulin (type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.